Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) it was found that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager(stm) evaluated the unit, and changed the o-ring on the helium tank. The stm then ran a helium calibration, and then a leak test. The tests were all completed and found to be within specification. The unit was returned to service with all functions working at this time.